Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 352 mg/dl, 400 mg/dl. The customer reported that the infusion set was leak. The customer was not wish to discuss high blood glucose troubleshooting, they can manage it and now doing shot. The troubleshooting was performed for the leak. The insulin pump will be returned for analysis.